Event description:
A cartridge change error was reported with the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer support instructed the caller to remove the cartridge and inspect the o-ring and the pneumatic tap, where debris was found. The caller attempted to clean the area and reload the cartridge but was unsuccessful. Technical support assisted in filling and loading a new cartridge, but the problem persisted, leading to an escalation for further troubleshooting.